Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital for spontaneous drainage of brown material from the left edge of the device incision, along with swelling and tenderness, and diagnosed with device implant site hematoma. Antibiotics were given intravenously to the patient. The device remains in use. No patient complications have been reported as a result of this event.